Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe iesu unit was analyzed and found recurring error c-33 upon startup; however, the fuse box was configured for 230 and contained two 4a fuses. For testing purposes, the configuration was adjusted by switching to two 8a fuses and setting the unit to 115 vac. After powering on the erbe unit, error code c-33 reappeared upon startup. The fuses were then replaced back to two 4a fuses, and the iesu was reconfigured to 230 vac. A review of the erbe log showed error c-00. Upon visual inspection, the unit was found to have light scuffs and scratches on the front gray bezel, as well as scratches on the heatsink. Additionally, there were areas of paint touch-up and chipped paint on the cover/housing. The root cause of the reported event is attributed to a component failure of the iesu.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, c-00 and c-33 errors appeared on integrated electrosurgical unit (iesu) after startup of the system. Customer performed power cycle of iesu; however, the same issue persisted. The procedure was aborted with no report of patient involvement.